Event description:
Bayer case number: (B)(4). Pelvic region nerve pain [pelvic pain female], headaches [headache] , malaise with spasm [malaise] , spasm [muscle spasm] , insomnia [insomnia] , palpitation [palpitation] , hyperthermia [hyperthermia] , neck nerve pain spreading to the fac [neck pain (with radiation)] , jaw joint pain [arthralgia of temporomandibular joint] , muscle stiffness [muscle stiffness] , nighttime hip pain [pain in hip], intense spontaneous intestinal bloating for the past year [abdominal bloating] , sick leave [sick leave], facial nerve pain [facial pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic region nerve pain") in a 43-year-old female patient who had essure inserted (lot no. C68120, c61988) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included anaesthetic (phenazone, tetracaine hydrochloride) and analgesic (benzocaine, phenazone). On (B)(6) 2015, the patient had essure inserted. In 2022 she experienced headache ("headaches"), malaise ("malaise with spasm"), muscle spasms ("spasm"), insomnia ("insomnia"), palpitations ("palpitation"), hyperthermia ("hyperthermia"), neck pain ("neck nerve pain spreading to the fac"), temporomandibular pain and dysfunction syndrome ("jaw joint pain") and musculoskeletal stiffness ("muscle stiffness"). In 2024 she experienced abdominal distension ("intense spontaneous intestinal bloating for the past year"). In (B)(6) 2025 she experienced sick leave ("sick leave"). In 2025 she experienced pelvic pain (seriousness criterion medically important). On unknown date she experienced arthralgia ("night time hip pain") and facial pain ("facial nerve pain"). At the time of the report, the pelvic pain, sick leave and facial pain had not resolved. The outcomes for headache, malaise, muscle spasms, insomnia, palpitations, hyperthermia, neck pain, temporomandibular pain and dysfunction syndrome, musculoskeletal stiffness, arthralgia and abdominal distension were unknown. No causality assessment was received for essure with regard to headache, malaise, muscle spasms, insomnia, palpitations, hyperthermia, neck pain, temporomandibular pain and dysfunction syndrome, musculoskeletal stiffness, arthralgia, abdominal distension, pelvic pain, sick leave or facial pain. The reporter commented: complications from general anesthesia (insomnia, palpitations, hyperthermia), neck nerve pain spreading to the face, jaw joint pain, muscle stiffness, night-time hip pain. Patient¿s current status: disabling pelvic region nerve pain, sick leave since (B)(6). Chronic pain on a daily basis despite. Treatment with painkillers. Chronic neck and facial nerve pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic region nerve pain [pelvic pain female] , headaches [headache] , malaise with spasm [malaise], spasm [muscle spasm] , insomnia [insomnia] ,, palpitation [palpitation] hyperthermia [hyperthermia] , neck nerve pain spreading to the fac [neck pain (with radiation)] , jaw joint pain [arthralgia of temporomandibular joint] , muscle stiffness [muscle stiffness], night time hip pain [pain in hip], intense spontaneous intestinal bloating for the past year [abdominal bloating] , sick leave [sick leave] , facial nerve pain [facial pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. The most recent information was received on 07-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic region nerve pain") in a 43 year-old female patient who had essure inserted (lot no. C68120, c61988) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included anaesthetic (phenazone, tetracaine hydrochloride) and analgesic (benzocaine, phenazone). On (B)(6) 2015, the patient had essure inserted. In 2022 she experienced headache ("headaches"), malaise ("malaise with spasm"), muscle spasms ("spasm"), insomnia ("insomnia"), palpitations ("palpitation"), hyperthermia ("hyperthermia"), neck pain ("neck nerve pain spreading to the fac"), temporomandibular pain and dysfunction syndrome ("jaw joint pain") and musculoskeletal stiffness ("muscle stiffness"). In 2024 she experienced abdominal distension ("intense spontaneous intestinal bloating for the past year"). In (B)(6) 2025 she experienced sick leave ("sick leave"). In 2025 she experienced pelvic pain (seriousness criterion medically important). On unknown date she experienced arthralgia ("night time hip pain") and facial pain ("facial nerve pain"). At the time of the report, the pelvic pain, sick leave and facial pain had not resolved. The outcomes for headache, malaise, muscle spasms, insomnia, palpitations, hyperthermia, neck pain, temporomandibular pain and dysfunction syndrome, musculoskeletal stiffness, arthralgia and abdominal distension were unknown. No causality assessment was received for essure with regard to headache, malaise, muscle spasms, insomnia, palpitations, hyperthermia, neck pain, temporomandibular pain and dysfunction syndrome, musculoskeletal stiffness, arthralgia, abdominal distension, pelvic pain, sick leave or facial pain. The reporter commented: complications from general anesthesia (insomnia, palpitations, hyperthermia), neck nerve pain spreading to the face, jaw joint pain, muscle stiffness, night-time hip pain. Patient¿s current status: disabling pelvic region nerve pain, sick leave since february. Chronic pain on a daily basis despite treatment with painkillers. Chronic neck and facial nerve pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Batch number-c61988 ; expiration date- 2017-05-31. Batch number-c68120 ;expiration date- 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.